Manufacturer narrative:
Trackwise #: (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000466961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during harvesting a radial artery in a standard CABG case, the pa experienced silicon peeling on the jaws of the hemopro 2 harvester. Once this was discovered a new hp2 kit was utilized to finish the case, successfully. There were no components/debris left inside the patient; nothing broke off or detached. No additional incisions needed. Small procedural delay of 2-3 minutes to realize the issue, open new kit. No patient harm.